Event description:
Additional information was received that surgery occurred during which the left side lead was explanted and replaced to address the issue. It is unknown which lead is the left side lead, so both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32359. It was reported that the patient experienced ineffective therapy. Diagnostics showed that high impedance on the leads and x-ray confirmed that leads migrated. Surgery may occur to address the issue.